Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was confirmed the device unexpectedly lost power. Physio replaced the device's power pcb assembly, battery wire harness, and battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off twice during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.